Event description:
It was reported that the tip end balloon fell off. The target lesion was located in the anterior descending branch. During unpacking, it was noted that the tip end bounced off and the tip end balloon fell off and was lost. The device was completed with another of the same device. There were no patient complications and patient was stable.

Event description:
It was reported that the tip end balloon fell off. The target lesion was located in the anterior descending branch. During unpacking, it was noted that the tip end bounced off and the tip end balloon fell off and was lost. The device was completed with another of the same device. There were no patient complications and patient was stable. It was further reported that it was possible that the device was not assembled properly during the assembly process, or the tip end slipped out of the pipe cavity during transportation. It was further reported that the shaft broke when the outer plastic packaging was opened, it automatically popped out and flew away.

Manufacturer narrative:
Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection identified a break within the hypotube, 77.2cm distal to the distal end of the strain relief with the distal section from the break not returned. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of cause not established based on the available information and condition of the returned device. Device analysis could not confirm the reported event as the distal section from the hypotube break was not returned. Without the distal section a clear conclusion cannot be established. It is unknown whether the user is referring to the break within the hyoptube which likely occurred due to excessive force when removing from the protective hoop. However, it was also noted that it may have been a possibility that the device was not assembled properly or the tip end slipped out of the pipe cavity during transportation.

Event description:
It was reported that the tip end balloon fell off. The target lesion was located in the anterior descending branch. During unpacking, it was noted that the tip end bounced off and the tip end balloon fell off and was lost. The device was completed with another of the same device. There were no patient complications and patient was stable. It was further reported that it was possible that the device was not assembled properly during the assembly process, or the tip end slipped out of the pipe cavity during transportation.